Event description:
The reporter stated that the connector broke when the user removed the cap. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Three samples were received with a broken connector at the female luer lock, and the smartsite. Examination showed that the connection had been bonded. When the end user attempted to disconnect the bonded connection, the piece broke. Drawing indicate that the connection should have been threaded only--not bonded. Smiths was able to confirm the issue. The connection has been bonded in error and broke when the user attempted to open the connection. The issue has been reviewed with manufacturing and is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.